Event description:
It was reported to philips that the system did not boot up, hanging at 00. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was outside clinical use at the time of the event. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files could not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and during troubleshooting found that the direct current power supply had no power. Fse replaced the power supply and was returned for analysis. Part analysis confirmed that the power supply was defective and that the unit was not getting output power. After replacing the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.